Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an international congress of german ophthalmic surgery (doc), it was reported that the old company lens material became very cloudy. They had a strong suspicion that these are subsurface nanoglistenings. Additional information has been requested and no further information can be obtained.